Event description:
Rptr has been using an oxygen generator at home. She had been complaining of "dryness", so she was started on liquid oxygen on 5/21/99. She used the product for 3 days, but felt that it was making her throat swell. She called the dist, and they came to exchange the liquid o2 with the oxygen generator. This exchange took place on 5/24/99.